Event description:
It was reported that the 6600 system shut down when the power cord was bumped. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power cord was replaced during the service call. The system was tested and found to be working as intended and put back into service.